Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 02-may-2019. The most recent information was received on 07-may-2019. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("positive allergy test for nickel"), device breakage ("a millimetric fragment was remaining"), menorrhagia ("abundant periods with clot") and thymic cyst ("vestigial cyst on thymus that compressed trachea and esophagus and left thyroid lobe") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In 2012, the patient experienced menorrhagia (seriousness criterion medically significant), pain in extremity ("pain in thigh") and muscle fatigue ("muscular fatigue in thigh"). In (B)(6) 2013, the patient experienced arthralgia ("several episodes of joint pain on left knee") and meniscus injury ("very little crack on meniscus"). In (B)(6) 2015, the patient experienced bone disorder ("congestive reaction on internal tibia plate"). In (B)(6) 2018, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) and rotator cuff syndrome ("chronic tendonitis on left shoulder"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), complication of device removal ("a millimetric fragment was remaining") and thymic cyst (seriousness criterion medically significant). The patient was treated with antiinflammatory agents, hyaluronic acid and surgery (essure removal via laparoscopy, endometrium destruction novasure on (B)(6) 2015 and resection). Essure was removed on (B)(6) 2019. At the time of the report, the allergy to metals, device breakage, complication of device removal, menorrhagia, thymic cyst, meniscus injury, bone disorder and rotator cuff syndrome outcome was unknown and the arthralgia, pain in extremity and muscle fatigue had not resolved. The reporter provided no causality assessment for allergy to metals, arthralgia, bone disorder, complication of device removal, device breakage, meniscus injury, menorrhagia, muscle fatigue, pain in extremity, rotator cuff syndrome and thymic cyst with essure. The reporter commented: the patient was doing no violent sport for joints, only aquagym, swimming and regular walking on plate ground. The surgeon states that was not sufficient to lead to knees joint pain and muscular pain. Four weeks after removal, too short time to see improvement. Pain and muscular fatigue still present. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - in (B)(6) 2018: positive for nickel and tin. Uncertain result for titanium. Neurological examination - on an unknown date: normal. Nuclear magnetic resonance imaging - in (B)(6) 2014: bursitis and very little crack on meniscus which does not explain the inflammation; in (B)(6) 2015: MRI found meniscus idem but congestive reaction on internal tibia plate without explanation; in (B)(6) 2017: significant inflammation on internal tibia plate. Little crack on meniscus. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 7-may-2019: quality-safety evaluation of ptc. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 02-may-2019. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("positive allergy test for nickel"), device breakage ("a millimetric fragment was remaining"), menorrhagia ("abundant periods with clot") and thymic cyst ("vestigial cyst on thymus that compressed trachea and esophagus and left thyroid lobe") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In 2012, the patient experienced menorrhagia (seriousness criterion medically significant), pain in extremity ("pain in thigh") and muscle fatigue ("muscular fatigue in thigh"). In (B)(6) 2013, the patient experienced arthralgia ("several episodes of joint pain on left knee") and meniscus injury ("very little crack on meniscus"). In (B)(6) 2015, the patient experienced bone disorder ("congestive reaction on internal tibia plate"). In (B)(6) 2018, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) and rotator cuff syndrome ("chronic tendonitis on left shoulder"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), complication of device removal ("a millimetric fragment was remaining") and thymic cyst (seriousness criterion medically significant). The patient was treated with antiinflammatory agents, hyaluronic acid and surgery (essure removal via laparoscopy, endometrium destruction novasure on (B)(6) 2015 and resection). Essure was removed on (B)(6) 2019. At the time of the report, the allergy to metals, device breakage, complication of device removal, menorrhagia, thymic cyst, meniscus injury, bone disorder and rotator cuff syndrome outcome was unknown and the arthralgia, pain in extremity and muscle fatigue had not resolved. The reporter provided no causality assessment for allergy to metals, arthralgia, bone disorder, complication of device removal, device breakage, meniscus injury, menorrhagia, muscle fatigue, pain in extremity, rotator cuff syndrome and thymic cyst with essure. The reporter commented: the patient was doing no violent sport for joints, only (B)(6), swimming and regular walking on plate ground. The surgeon states that was not sufficient to lead to knees joint pain and muscular pain. Four weeks after removal, too short time to see improvement. Pain and muscular fatigue still present. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - in (B)(6) 2018: positive for nickel and tin. Uncertain result for titanium. Neurological examination - on an unknown date: normal. Nuclear magnetic resonance imaging - in (B)(6) 2014: bursitis and very little crack on meniscus which does not explain the inflammation; in (B)(6) 2015: MRI found meniscus idem but congestive reaction on internal tibia plate without explanation; in (B)(6) 2017: significant inflammation on internal tibia plate. Little crack on meniscus. Further company follow-up with the regulatory authority is not possible. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other nonconformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.